Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room due to having pocket erosion. The device and leads were explanted and replaced. The patient was stable through out the procedure.